Event description:
It was reported that diminished r-was sensing was discovered on the patients right ventricular (rv) lead. The lead was partially removed and capped during a device upgrade procedure. A new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. (B)(4).